Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead with plantalock technology - 50cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was experiencing redness and drainage at both the pocket and midline incisions. The physician's assistance put patient on duricef for 10 days. No culture was taken. Upon follow-up, the infection was healed and the patient was reportedly doing well. The physician believed that the infection was related to the procedure.